Manufacturer narrative:
Section a1: patient weight was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06291.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation due to a pin from a 14v patient cable being broken off in the controller connector. During evaluation, atypical power cable disconnect alarms and a dim led were found. The controller was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning 14 days (02sep2021 ¿ 15sep2021, 21sep2021 per timestamp). Events recorded on (B)(6)2021 took place in the testing labs at abbott. There were no other notable alarms pertaining to the reported event active in the log file. The controller was returned with a broken pin in the white power cable connector. The pin was removed, and the controller underwent functional and preliminary testing and passed. The root cause for the reported event was determined to be related to a broken pin in the patient cable. Incidental findings: atypical power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pin on the controller's white controller power lead break off in the power module's (pm) lead connection. The patient was unable to connect to batteries or another power cable. The system controller was exchanged.